Manufacturer narrative:
The cartridge model and lot number were provided. Concomitant medical product: updated to reflect cartridge, model emeraldd30, lot cb31997. Device evaluation: the product was not returned for evaluation; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and then cut out from the eye in the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of the intraocular lens (iol), the customer noticed that the injector marked the lens. The iol had to be cut and removed from the eye. Another lens was implanted. No patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/26/2016. Device returned to manufacturer ¿ yes. Device evaluation: the complaint unit was received in the original folding carton. Visual inspection at 10x microscope magnification was performed. Residues of what appears to be viscoelastics are observed on the lens optic body. The lens was observed with both haptics detached. The detached haptic could be related to the handling process, since the lens has been cut and removed. Cuts on the lens were observed. The reported complaint issue was considered verified. All pertinent information available to abbott medical optics has been submitted.